Event description:
Physician reported left side pain. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device to be underweight, broken shell, wear abrasion, device appearance (observed 40 mm dark patch edge material inside gel device) and crease fold. A microscopic analysis was performed which identified a sharp(edge) opening assessed as unidentified(tear) opening and crease sharp in the posterior side. There are also stress marks around the break. A dimension measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp opening on anterior due to an unidentified(tear) opening, and a crease(sharp) in the posterior side due to a fold flaw opening.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2019. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was pain. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side pain. The device has been explanted.